Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is inconclusive for the alleged unsuccessful retrieval attempt. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the ¿warnings¿, ¿precautions¿, or ¿potential complications¿ sections of this instructions for use may affect the recoverability of the device and result in the clinician¿s decision to have the device remain permanently implanted. Remove the denali filter using an intravascular loop snare only. Precaution: the retrieval of the denali® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. Introduce and advance the 11f retrieval sheath with dilator over the guidewire. Remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. Insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 10 months post vena cava filter deployment, the filter allegedly could not be retrieved; however, approximately 13 months post filter deployment, a second retrieval attempt was successful. The patient status was not provided.

Manufacturer narrative:
H10: manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten months later post filter deployment, filter retrieval was attempted. Ultrasound guided puncture of right internal jugular vein was performed. A 5-french sheath was placed via modified seldinger's technique. A small cut was made, and a wire was advanced down to the level of the inferior vena cava. Retrieval sheath was exchanged. Multiple attempts were made to snare the inferior vena cava filter; however, this was unsuccessful. Also attempted to advance a wire down between the filter in the inferior vena cava and ballooned this with a 10 mm and a 12 mm balloon to detach the filter from the wall. However, with continued attempted retrieval of the inferior vena cava filter with a snare this was unsuccessful. The procedure was dropped at that point. After two months, filter retrieval was attempted. Ultrasound guided puncture right internal jugular vein was performed. Next, an incision at the puncture site was made in the neck. Next, the wire was advanced all the way down the inferior vena cava past the inferior vena cava filter. Next, a 16-french sheath was placed under direct fluoroscopic guidance down to the level of the inferior vena cava. Through this, a 12-french antral sheath was then advanced through 16 french sheath. Next a glidewire gt was advanced through a contralateral catheter up and around the inferior vena cava filter. The wire was snared and brought it up through the 12-french sheath out of the body. Next, the tension was pulled on the inferior vena cava filter using the snared wires and brought the antral snares down to the inferior vena cava filter. The 12-french sheath would not advance over the filter; however, we then advanced the 16-french sheath over the 12-french sheath, and it successfully collapsed the inferior vena cava filter, and the filter was removed successfully. Inferior venacavogram demonstrated brisk flow in the inferior vena cava with no extravasation. Therefore, the investigation is confirmed for the alleged retrieval difficulties. However, the investigation is inconclusive for the alleged filter tilt. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. The right common femoral vein was accessed and the filter was successfully deployed below the level of the renal veins. After some times from post filter deployment, it was alleged that filter tilted. It was reported that approximately ten months post vena cava filter deployment, the filter allegedly could not be retrieved; however, approximately thirteen months post filter deployment, a second retrieval attempt was successful. The current status of the patient was unknown.

Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient was admitted to the hospital with dvt and pe. The patient experienced anemia secondary to vaginal bleeding and was not a candidate for anticoagulation, therefore it was decided to place a temporary ivc filter until the bleeding resolved. The patient was prepped and draped in sterile fashion. The right common femoral vein was accessed and a venogram was performed. The filter was successfully deployed below the level of the renal veins. The deployment sheath was removed and pressure was held until hemostasis was achieved. Image/photo review: as medical images were not provided, a review could not be performed. Conclusion: the device was not returned. Images were not provided. Medical records were provided. The investigation is inconclusive for the alleged unsuccessful retrieval attempt. Based upon the available information, the definitive root cause for this event is unknown. It is unknown if patient and/or procedural factors contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: note: it is possible that complications such as those described in the ¿warnings¿, ¿precautions¿, or ¿potential complications¿ sections of this instructions for use may affect the recoverability of the device and result in the clinician¿s decision to have the device remain permanently implanted. - remove the denali filter using an intravascular loop snare only. Precaution: - the retrieval of the denali® filter should only be performed using minimum 9f i.d./11f i.d. Dual retrieval sheaths. Misuse of these devices or improper retrieval technique may result in intimal injury or caval narrowing. Procedural instructions: - prior to use, remove the retrieval sheaths from their packaging and flush them with heparinized saline or suitable isotonic solution. - introduce and advance the 11f retrieval sheath with dilator over the guidewire. - remove the 11f dilator. Introduce and advance the 9f retrieval sheath with dilator over the guidewire such that the tip of the sheath is approximately 3cm cephalad to the filter snare hook. - insert and advance the intravascular snare assembly through the 9f retrieval sheath until it protrudes out such that the marker band of the snare catheter is cephalad to the filter snare hook. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that approximately 10 months post vena cava filter deployment, the filter allegedly could not be retrieved; however, approximately 13 months post filter deployment, a second retrieval attempt was successful. The patient status was not provided. New information received: medical records were received and reviewed. The patient who was not a candidate for anticoagulation was scheduled for filter placement. The right common femoral vein was accessed and the filter was successfully deployed below the level of the renal veins. The patient was hemodynamically stable at the conclusion of the procedure. No additional information was provided in the medical records received.